Event description:
A male pt with history of hypertension and pvd underwent a percutaneous endovascular procedure in 2008 to relieve leg pain associated with bilateral leg claudication. The right and left groins were prepped and draped in a sterile fashion. Initial vascular access was obtained at the right common femoral artery via a micro-access sheath, which was exchanged over an 0.035" wire and upsized to a 5 french procedural sheath for the procedure. The right common femoral artery was patent, however, the right superficial femoral artery (sfa) was occluded at the adductor canal. A micro-access sheath was then placed in the left femoral artery and was exchanged over an 0.035" guidewire for a 6 french raabe sheath for the interventional procedure targeting the right sfa and the right common iliac. At the end of the procedure, hemostasis was achieved at the right cfa with a suture based closure device and at the left cfa with a mynx vascular closure device. The mynx device was prepped and deployed per IFU by an operator in training. Hemostasis results were successful and the pt was taken to recovery in stable condition. Discharge was per hosp protocol without incident. Nine days post procedure, the pt presented to the emergency room due to increasing pain, redness and swelling of the left groin and bleeding from the access site. The pt denied care and returned home, preferring to follow up with his physician. On day 10, he returned to the ER because of continued access site bleeding. However, upon removal of the dressing, no active bleeding was observed and there was no sign of purulent drainage. Lab work was obtained and the pt's white blood cell count was elevated (11.4) and hemoglobin had dropped from 14.3 (baseline) to 12.8. The pt was admitted to the hospital for adminstration of IV antibiotics. Cultures taken returned positive for staphylococcus aureus. On day 11, the pt was diagnosed with a left groin hematoma with cellulitis. Wound exploration and evacuation of the hematoma was performed under general anesthesia. The pt tolerated the procedure well. Upon follow up, exactly 4 weeks post the initial catheterization procedure, the pt was recovering and doing well. No further clinical sequelae have been reported.

Manufacturer narrative:
The device was not returned for evaluation. Based on the info provided and the investigation performed, the root cause of the reported infection is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.